Manufacturer narrative:
A field service engineer from candela's (B)(4) subsidiary inspected the unit. The field service engineer noted that the dcd in the cable was disconnected, causing the dcd to not spray during treatment. The handpiece was returned to candela for eval by candela's sustaining engineering department. Upon eval, they did not see any broken, pinched, or loose connections that were affecting the dcd valve. The dcd was also purged several times and the dcd valve actuated each time. The dcd valve continued to actuate when moving the electrical cables at all possible angles. The reported failure could not be re-created nor confirmed.

Event description:
A hospital in (B)(6) reported that a pt received laser treatment while under anesthesia. The hospital reported that there was no dcd spraying during treatment. It was reported that 3 of the treated areas had "7mm gray spot" and that one of the spots would possibly be an "ulceration or scar".